Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 600 mg/dl. The customer experienced hyperglycemia and was hospitalized and was treated with intravenous insulin infusion. The customer experienced a difference between sensor glucose and blood glucose values. The event involved product(s) mmt-399a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed. Insulin delivery was not suspended. The customer reported blood glucose value of 588 mg/dl. The customer reported a sensor glucose value of 397 mg/dl. The difference between sensor glucose and the blood glucose was not within the target range. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.